Event description:
It was reported that the subject device had an air leakage around the light-guide connector. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event 1: air leakage from the sleeve around the light guide connector. This event is caused by a water tightness failure of sleeve around the light guide connector. Event 2: light guide bundle is broken. This event is caused by a component failure of distal end of the video telescope. The event can be prevented by following the instructions for use which state: event1 air leakage from the sleeve around the light guide connector. The reported risk/harm are listed in following section of instruction manual_wa50042a chapter 2.5 general dangers, warnings and cautions caution: risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 9.4.3 manual disinfection procedure olympus has validated manual disinfection of the video telescope with the following disinfectant: cidex opa solution manufactured by johnson & johnson 12 minutes immersion time at 25 °c (68 °f). The instructions in this chapter are based on the validated disinfectant as specified above. If other disinfectants are used, select immersion times, concentrations and temperatures of the solutions as instructed by the manufacturer of the disinfectant. 1. Create a disinfectant solution as instructed by the manufacturer of the disinfectant. 2. Completely immerse the video telescope in the disinfectant for 12 minutes. Make sure that there are no air bubbles on the video telescope while immersed. 3. Remove the video telescope from the disinfectant. 4. Rinse the video telescope by completely immersing it in 15 liters of sterile water for at least 1 minute. 5. Repeat the rinsing step twice. Always use fresh portions of water for each rinse. 6. Let the video telescope dry at room temperature. To support drying, use a use a clean lint-free cloth or filtered compressed air. 7. Check that no residual rinse water remains on the video telescope chapter 7.1 inspection warning: risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, dirt or debris, no lens damages or cover glass damages, no missing or loose parts, check all markings on the product for clear visibility. Event3 light guide bundle is broken. The reported risk/harm are listed in following section of instruction manual_wa50042a. Chapter 2.5 general dangers, warnings and cautions caution: risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. Before each use, observe the instructions in the section ¿inspection¿ in this document. Do not use a damaged product or a product with improper functioning. Replace a damaged product or a product with improper functioning. Chapter 7.1 inspection warning: risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations, no cuts and other defects on the outer sleeve of the cable, no scratches, no corrosion, dirt or debris, no lens damages or cover glass damages, no missing or loose parts, check all markings on the product for clear visibility. Chapter 9.1 safety information for reprocessing notice risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. Avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.